Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter has a power issue (does not turn on). This complaint is classified according to the documentation of the customer care advocate. According to the patient, he developed symptoms of ¿hungry and shaky¿ after the power issue began during (B)(6) 2014. There was no report of any required treatment and diabetes management at the time of concern. The power issue was not resolved during troubleshooting. The meter did not power on with the power button or with the insertion of the test strips. There was no product misuse. This complaint is being reported because, the patient developed symptoms suggestive of hypoglycemia after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.